Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture (grade unknown). The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior and overweight. A visual and micro analysis was performed which identified: striated opening and crease fold. Based on the device analysis the final assessment is: a striated opening assessed as a surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side capsular contracture (grade unknown). The device has been explanted.